Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer continued to use the pump for insulin delivery until a replacement pump arrived. Customer's blood glucose level was 150 mg/dl.